Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. See updates to d9, h3, h4, h6 and h10. Based on the results of the legal manufacturer's investigation, ingress of water failure of the video connector was acknowledged. Therefore, it was determined that video function did not operate normally due to ingress of water failure of the video connector and the indicated phenomenon ¿b30 (scope communication error)¿ and ¿e216 (scope communication error)¿ occurred. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿dangers, warnings, and cautions: do not strike the camera head. The camera head may be damaged. Do not hit or bend the electrical contacts on the video connector.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Initial reporter health professional and initial reporter occupation unknown. The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the hd autoclavable camera head display a b30 was observed. The event occurred during preparation for use and there was no patient involvement, no harm or user injury reported due to the event.